Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that motorized movement was not functioning. No pt injury was reported.